Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump history was downloaded and no data was seen. The reporter determined that the time and date were incorrectly set, and data from the download was recorded with the incorrect time and date settings. During troubleshooting, the reporter was able to reset the time and date to the correct settings without difficulty. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time and date issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.